Event description:
It was reported that during an aortic graft replacement, the physician made a pass with the suture and noticed that the suture was frayed. The suture was removed and another suture was used to complete the case. No adverse patient outcome was reported.